Event description:
Reportedly, during pt use, the ventilator gave visual alarm with error messages. However, there was no audible alarm. The pt was ambu bagged and switched to another ventilator. No adverse pt effects reported in this case.